Manufacturer narrative:
The reported event, the delrin ball is missing on the housings, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing on the housings. Device was placed in parts retention.

Event description:
It was reported that the delrin ball is missing from the latching mechanism of system 6 aseptic housing assembly during inspection at the user facility which can cause the housing to open up. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the delrin ball is missing from the latching mechanism of system 6 aseptic housing assembly during inspection at the user facility which can cause the housing to open up. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The device is available but has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.